Manufacturer narrative:
The investigation determined that a discordant, lower than expected, (B)(6) vitros hepatitis b surface antigen (hbsag) result was attained from a non-vitros (biorad) (B)(6) control fluid using vitros immunodiagnostic products hbsag reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. A vitros hbsag lot 8480 reagent issue is not a likely contributor to the event as biorad viroclear ((B)(6)) quality control results were acceptable before and after the event. Additionally, vitros hbsag quality control ((B)(6) fluids) results tested using vitros hbsag reagent lot 8480 prior to the event were within acceptable guidelines indicating the reagent was performing as expected. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros hbsag lot 8480. A precision test prior to the discordant, lower than expected vitros hbsag result was within acceptable guidelines, however, the performance of the vitros 5600 integrated system was not verified with a precision test on the day of the vitros hbsag result of (B)(6) (s/c). Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. Pre-analytical error due to a biorad quality control fluid mix up is not a likely contributor to the event as the customer stated they obtained a repeat vitros hbsag result of (B)(6) on the same day, using the same fluid that gave the (B)(6) (s/c) result. Since the discordant, lower than expected vitros hbsag result, there have been no further issues with quality control results obtained using vitros hbsag reagent.

Event description:
A customer reported a discordant, (B)(6) vitros hepatitis b surface antigen (hbsag) result obtained from a non-vitros (biorad) (B)(6) control fluid using vitros immunodiagnostic products hbsag reagent on a vitros 5600 integrated system. Biorad virotrol I lot 119120 (class e) vitros hbsag result of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, lower than expected vitros hbsag result was obtained from a non-patient quality control fluid. The customer did not give any indication that patient results had been affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).